Manufacturer narrative:
No additional information was provided by (B)(6). Prime vigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. The batch record for pn 931490 ln 0140871 was reviewed and there was a non-conformance found during the manufacturing of the lot and during one of the routine qa inspections. The non-conformance found was related to foreign material. A quality notification was opened due to a supplier issue. The supplier communicated that the solution lot used was potentially affected by a microbiological contamination. The product was placed on hold and a situational analysis was performed to evaluate the risk of the potential contamination. It was concluded that there was no risk of contamination. Possible potential causes include: increased chg concentration, increased ipa concentration, chemical specifications do not meet requirements, increased impurity or leachable concentrations. Current controls include chemistry testing prior to release. Risk is deemed acceptable. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported patients developed skin reactions. Pr 2 of 3: this pr is for ie-bd-21-000057. Three separate patients reported to have had a skin reaction with this batch in the past 24 hours.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported patients developed skin reactions. Pr 2 of 3: this pr is for (B)(4). Three separate patients reported to have had a skin reaction with this batch in the past 24 hours.